Event description:
It was reported that the patient with this implantable pacemaker experienced burning sensation and the device pings once in a while. Boston scientific technical services (ts) recommended patient to contact following physician. Device remains in service. No adverse patient effects were reported.